Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the lot number is unknown. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they started therapy about an hour ago and now getting 02 low flow alert in an arctic sun device. Water flow rate (wfr) was 0.2 l/m. Neonatal pads in place. Targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.1c. Walked through stop therapy and disconnect pads. Reconnected holding nowhere near clear connectors, verified audible clicks with each connection and made sure all lines are straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized at 0.3 l/m. System diagnostics with pads, outlet monitor temperature (t1) was 26.7c, outlet control temperature (t2) was 26.7c, inlet temperature (t3) was 26.8c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -6.6psi, circulation pump command (cpc) was 23 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours were 1211.6 and pump hours were 425.6. Had stop therapy, empty pads and disconnect. Placed device in manual control at 38c. After a couple of minutes, system diagnostics with no pads, outlet monitor temperature (t1) was 27.1c outlet control temperature (t2) was 27.5c inlet temperature (t3) was 25c t4 7.8c water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 44 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Walked through disabling manual control. Connected a new set of pads. Therapy restarted. Water flow rate (wfr) was stabilized at 1.4 l/m. Advised to call back with any additional questions or alerts or alarms. Per follow up information received via task on 01feb2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they started therapy about an hour ago and now getting 02 low flow alert in an arctic sun device. Water flow rate (wfr) was 0.2 l/m. Neonatal pads in place. Targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.1c. Walked through stop therapy and disconnect pads. Reconnected holding nowhere near clear connectors, verified audible clicks with each connection and made sure all lines are straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized at 0.3 l/m. System diagnostics with pads, outlet monitor temperature (t1) was 26.7c, outlet control temperature (t2) was 26.7c, inlet temperature (t3) was 26.8c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -6.6psi, circulation pump command (cpc) was 23 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours were 1211.6 and pump hours were 425.6. Had stop therapy, empty pads and disconnect. Placed device in manual control at 38c. After a couple of minutes, system diagnostics with no pads, outlet monitor temperature (t1) was 27.1c outlet control temperature (t2) was 27.5c inlet temperature (t3) was 25c t4 7.8c water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 44 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Walked through disabling manual control. Connected a new set of pads. Therapy restarted. Water flow rate (wfr) was stabilized at 1.4 l/m. Advised to call back with any additional questions or alerts or alarms.